Manufacturer narrative:
A low battery alarm was noted on the long history file. The pump was returned for power error alarms. The alarms were confirmed during testing. The root cause was the non-sleep anomaly software error. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a pump error 25 with their insulin pump. It was also found the customer would receive low battery alerts within one week of a new battery insertion. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.